Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, appendectomy and cholecystectomy. Concurrent conditions included hyperaldosteronism, dyspepsia, gastritis, chronic antral gastritis, lymphocytosis, stenosis, adhd, hand pain, premenstrual syndrome, insomnia, cough, ear pruritus, sneezing, runny nose, sinus pressure, abdominal pain, pap smear abnormal, vaginal dryness, sore throat, acute upper respiratory tract infection, palpitations, dizziness, blurred vision, chest pain, shortness of breath, migraine, dry mouth, dry eyes, sinusitis, blood in stool, constipation, tenderness, hemorrhage rectum, menometrorrhagia, menopausal symptoms, hormonal imbalance, lumbar disc disease and libido decreased. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antihistamines, cetirizine hydrochloride (zyrtec), fluticasone propionate (proair) and trazodone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal adhesions ("abdominal adhesions"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), abdominal distension ("worsening abdominal bloating"), back pain ("back pain"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), swelling ("swelling"), hypoaesthesia ("numbness"), pain ("chronic body aches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), diarrhoea ("gastrointestinal issues - diarrhea"), gastrointestinal haemorrhage ("gastrointestinal issues - bleeding"), depression ("depression"), anxiety ("anxiety") and dental caries ("tooth decay") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal adhesions, genital haemorrhage, neuromyopathy, autoimmune disorder, abdominal distension, back pain, headache, fatigue, arthralgia, swelling, hypoaesthesia, pain, allergy to metals, alopecia, diarrhoea, gastrointestinal haemorrhage, depression, anxiety, weight decreased and dental caries outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, diarrhoea, fatigue, gastrointestinal haemorrhage, genital haemorrhage, headache, hypoaesthesia, menorrhagia, neuromyopathy, pain, pelvic pain, swelling and weight decreased to be related to essure. The reporter commented: essure implants placed bilaterally, 4 coils left 5 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure devices seen in place with occlusion of fallopian tubes demonstrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, appendectomy and cholecystectomy. Concurrent conditions included hyperaldosteronism, dyspepsia, gastritis, chronic antral gastritis, lymphocytosis, stenosis, adhd, hand pain, premenstrual syndrome, insomnia, cough, ear pruritus, sneezing, runny nose, sinus pressure, abdominal pain, pap smear abnormal, vaginal dryness, sore throat, acute upper respiratory tract infection, palpitations, dizziness, blurred vision, chest pain, shortness of breath, migraine, dry mouth, dry eyes, sinusitis, blood in stool, constipation, tenderness, hemorrhage rectum, menometrorrhagia, menopausal symptoms, hormonal imbalance, lumbar disc disease and libido decreased. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antihistamines, cetirizine hydrochloride (zyrtec), fluticasone propionate (proair) and trazodone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal adhesions ("abdominal adhesions"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), abdominal distension ("worsening abdominal bloating"), back pain ("back pain"), headache ("chronic headaches"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), swelling ("swelling"), hypoaesthesia ("numbness"), pain ("chronic body aches"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), diarrhoea ("gastrointestinal issues - diarrhea"), gastrointestinal haemorrhage ("gastrointestinal issues - bleeding"), depression ("depression"), anxiety ("anxiety") and dental caries ("tooth decay") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal adhesions, genital haemorrhage, neuromyopathy, autoimmune disorder, abdominal distension, back pain, headache, fatigue, arthralgia, swelling, hypoaesthesia, pain, allergy to metals, alopecia, diarrhoea, gastrointestinal haemorrhage, depression, anxiety, weight decreased and dental caries outcome was unknown. The reporter considered abdominal adhesions, abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, dental caries, depression, diarrhoea, fatigue, gastrointestinal haemorrhage, genital haemorrhage, headache, hypoaesthesia, menorrhagia, neuromyopathy, pain, pelvic pain, swelling and weight decreased to be related to essure. The reporter commented: essure implants placed bilaterally, 4 coils left 5 coils right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure devices seen in place with occlusion of fallopian tubes demonstrated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.